Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a broken alarm speaker during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'alarm speaker is broken' which was reproduced. The reported condition was verified. Visual inspection found the cause was a detached speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.